Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventillate a 73-year-old male patient, the device displayed " compressor fault 3001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs as a single entry. However, the device was put through extensive testing inlcuding bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The flow screen was replaced as a precaution. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.